Event description:
Patient reported having joint/ arm pain plus immune system issues, beast nodules, and wishes left implant exchange due to concerns with the product. Patient also reported "debris in implant, nodule, pain." Patient later reported capsular contracture baker grade unknown and "inflammation levels had sky rocketed. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported having joint/ arm pain plus immune system issues, beast nodules, and wishes left implant exchange due to concerns with the product. Patient also reported "debris in implant, nodule, pain." Patient later reported capsular contracture baker grade unknown and "inflammation levels had sky rocketed. Op reported noted "unacceptable cosmetic appearance of breasts and thighs." Device has been explanted.